Event description:
It was reported that, prior to use, the balloon was unraveled in the packaging, and the sleeve holding the balloon was released from it. Additionally, the balloon obturator could not fit through the access trocar. These problems impacted five boxes of the same lot. A new device with the same lot was used. There was no patient involved.

Manufacturer narrative:
D10. Concomitant medical products: smbttovlx, spacemaker* pro access and dissector sys (lot p4l0617); smbttovlx, spacemaker* pro access and dissector sys (lot p4l0617); smbttovlx, spacemaker* pro access and dissector sys (lot p4l0617); smbttovlx, spacemaker* pro access and dissector sys (lot p4l0617); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. A representative sample and two photos were available for evaluation. Visual inspection noted that the trocar balloon, insufflation bulb, inflation syringe, obturators and ports were intact. The dissector balloon was unfurled inside the sealed package. Functional testing found that the dissector balloon had the obturator through the distal end and could not be inflated. It was reported that the balloon unraveled in the packaging and the sleeve holding the balloon was released from it. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. It was also reported that the balloon obturator could not fit through the access trocar. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.